Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that about 3 months after the initial implant the patient saw the physician and reported that the right cylinder had a deformity which had begun a few weeks prior.the device still inflated but caused a small degree of discomfort. The physician noted a distinct aneurysm in the right cylinder. The patient has been booked for revision surgery.